Event description:
(2/4 reference (B)(4) for related complaints) (documenting second cassette) it was reported that two cadd cassettes that have alarmed no disposable clamp tubing on both pumps. Replacement pump sent. No further details provided.